Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: the keypad was intact and all of the buttons were responsive. No contamination was found underneath the keypad contacts. Internal moisture was found on the keypad connector. Damage to the pump case was observed between the ok key and the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up, down, and ok buttons were underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.